Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a fill estimate of 0 units instead of the expected 250 units. There was no adverse impact to the caller¿s blood glucose level. Caller completed necessary steps recommended by technical support, including removing air from the cartridge and reloading it, but declined to deliver a bolus for updated estimates.